Manufacturer narrative:
(B) (4). The iol was discarded in the operating room and not returned for analysis. The lens met all manufacturing criteria prior to release. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens(iol) haptic distorted as the lens was being implanted into the patient's eye. The incision was enlarged to remove the damaged iol and another lens implanted without complication. Sutures were used to close the enlarged incision.